Manufacturer narrative:
The device is available for evaluation; however, has not yet been received.

Event description:
The event occurred on an unspecified date in april 2025 and involved a 30" (76 cm) appx 3.3 ml, 20 drop admin set w/integrated chemolock¿ drip chamber, spiros® w/red cap, hanger. It was reported the registered nurse (rn) hung decitabine on line b, as soon as pushed start on the plum pump, fluid noted leaking out at spinning spiros on the dectiabine secondary line, that came from the pharmacy. This line had been primed with saline at the pharmacy and rn was at the chairside, immediately turned off the pump and clamped the secondary line. Decitabine was returned to the pharmacy. Pharmacy did not have to waste the bag; they returned the bag with new secondary tubing. Primary tubing was changed since high likelihood of proximal occlusion. There is patient involvement, unknown patient harm.

Manufacturer narrative:
Additional information d9 section. No cl3011 product samples, videos or photographs were returned for investigation. Cannot confirm the complaint of leaking out at spinning spiros on the secondary line without the return of the failed product. A probable cause cannot be identified based on the information that has been provided. Lot history review was conducted and there were no non-conformances found that would have contributed to the reported complaint.